Event description:
It was reported that during a da vinci hysterectomy with bilateral salpingo-oophorectomy surgical procedure, it was noted that a broken cable was observed on the fenestrated bipolar forceps instrument. No missing or fallen pieces were reported. The planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instruments pitch cables were broken. The pitch cable was broken at the proximal clevis hub. The clevis did not exhibit any damage or wear marks. The other cables at the wrist were not damaged. Failure analysis investigation also found the instruments main tube had deep scratch marks and abrasions. The distal end of the main tube had various scratch marks with light material removal. The scratches are not aligned with the tube axis. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the broken pitch cables if to recur could cause or contribute to an adverse event.